Event description:
It was reported that this device exhibited a decrease in the battery to 4% remaining and a battery depletion error was triggered. The device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device exhibited a decrease in the battery to 4% remaining and a battery depletion error was triggered. The device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device exhibited a decrease in the battery to 4% remaining and a battery depletion error was triggered. The device was explanted and replaced. The device was explanted and returned. No additional adverse patient effects were reported.